Manufacturer narrative:
The incident was not related to the eversense device. The user declined to provide any further details.

Event description:
The user reported being hospitalized on (B)(6) 2026. A territory manager later confirmed that the user was in the hospital for cardiac-related treatment, and not related to the device. The user declined to provide any further details.